Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic end-to-end anastomosis during a sigmoidectomy, during transanal and distal colon anastomosis, the surgeon only got one donut and the knife blade of the stapler broke when cutting across the trans-abdominal staple line during firing. The surgeon oversew the staple line to stabilize the anastomosis. The surgical time was extended for 30 minutes or more.

Event description:
According to the reporter, on a laparoscopic end-to-end anastomosis during a sigmoidectomy, during transanal and distal colon anastomosis, there were malformed staples on the proximal side of the anastomosis. The surgeon only got one donut and the knife blade of the stapler broke when cutting across the trans-abdominal staple line during firing. The surgeon removed the donut, repaired the hole thaw was created and oversew the staple line to stabilize the anastomosis. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Additional information: b5, d1, d4 (model#, catalog#, UDI), d8, g3, h6 (device codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.